Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated and vela suprarenal device in 2014. Recently at a follow up visit, CT imaging was performed which revealed an endoleak type ia. The patient is currently asymptomatic and the physician plans an intervention but the date of the intervention has not been scheduled. There has been no additional patient sequalae reported at this time.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there was unsubstantial evidence to support the following reported events; a type 1a endoleak. The most likely cause of the type 1a endoleak could not be determined due to the device, user, procedure or anatomy relatedness of this complaint not being available for review. The final patient status is asymptomatic and intervention has not been scheduled at the time of this report. There have been no further reports of negative patient sequelae. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. Device remains implanted in the patient and was not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Device iteration is afx with duraply. Corrections: g1,2: contact office- name has been updated. H6: device code: remove code 1354 and 1031. H6: method code: remove ode 3263 and 3233. H6: result code: remove code 3221. H6: conclusion code: remove code 92.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there was unsubstantial evidence to support the following reported events; a type 1a endoleak. The most likely cause of the type 1a endoleak could not be determined due to the device, user, procedure or anatomy relatedness of this complaint not being available for review. The final patient status is asymptomatic and intervention has not been scheduled at the time of this report. There have been no further reports of negative patient sequelae. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. Device remains implanted in the patient and was not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.